Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure to efface a central vein lesion, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 7fr sheath post inflation. The pta balloon and sheath were exchanged over the guidewire for another balloon and sheath. Reportedly, the hcp had the same difficulty of removing the pta balloon through the 7fr sheath post inflation; therefore, the balloon and sheath were removed as one unit. The central vein lesion was reported to be patent with good blood flow post angioplasty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure to efface a central vein lesion, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 7fr sheath post inflation. The pta balloon and sheath were exchanged over the guidewire for another balloon and sheath. Reportedly, the hcp had the same difficulty of removing the pta balloon through the 7fr sheath post inflation; therefore, the balloon and sheath were removed as one unit. The central vein lesion was reported to be patent with good blood flow post angioplasty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.